Manufacturer narrative:
The returned product was evaluated and no malfunction was identified. No bend was observed in the cannula. During inspection, an air bubble was noted in the insulin reservoir. The cause of the air bubble could not be determined. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 3:39 am the pod was deactivated and he noticed the cannula was bent.